Event description:
It was reported the customer had a power failure error message on their insulin pump. It was also found insulin delivery was stopped due to the error message. Customer also mentioned they have received several error messages. Customer was advised to replace their insulin pump. The customer's blood glucose was unknown. No additional informaiton provided

Manufacturer narrative:
The pump was returned for power loss alarms. The power loss alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the power alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.